Event description:
Information received indicates when the brakes were engaged the casters would slide due to worn casters and wax buildup on the tires.

Manufacturer narrative:
The technician replaced the casters to repair the bed.